Manufacturer narrative:
The devises associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combination. A review of the devise history reports did not reveal any anomalies regarding the reported event against the product and lot combination. Repeated attempts to obtain the complaint samples proved unsuccessful. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the returned devices finds both tibial and femoral components have a large amount of bone interdigitation present. Adequate cement is found on both devices. The poly insert is in good condition with no signs of abnormal wear. Pitting or scratching is not found. A previous review of the device history records did not reveal any related manufacturing deviations or anomalies that would have contributed to the event. Additional information and/or patient x-rays were not provided to customer quality. Product placement cannot be commented on. A search of the complaints databases finds no other reports against the product/lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Visual examination of the returned devices finds both tibial and femoral components have a large amount of bone interdigitation present. Adequate cement is found on both devices. The poly insert is in good condition with no signs of abnormal wear. Pitting or scratching is not found. A previous review of the device history records did not reveal any related manufacturing deviations or anomalies that would have contributed to the event. Additional information and/or patient x-rays were not provided to customer quality. Product placement cannot be commented on. A search of the complaints databases finds no other reports against the product/lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Revised on (B)(6) 2011 because of painful right knee prosthesis.